Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer has been having high blood glucose levels. Customer blood glucose level was 415 mg/dl. Troubleshooting was performed for high blood glucose. Customer performed high pressure test on the insulin pump. Troubleshooting confirmed the insulin pump works fine. Customer was advised to follow up with their healthcare provider to help figure out a plan on how to lower their blood glucose levels.